Manufacturer narrative:
There is no allegation of deficiency or adverse event. The hemolysis resolved with standard troubleshooting (repositioning). A regulatory report is no longer necessary.

Event description:
An impella cp was inserted via the right femoral artery to support the 73 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The cp was placed to vent the primary support, the extra corporeal membrane oxygenation (ECMO). The patient is known to have diabetes but other medical history was not shared. The support was ongoing when there were signs of hemolysis with elevated labs, specifically the lactate dehydrogenase (ldh). Urine was amber in color. The team assessed the pump position and observed the pump to be deep. The team added argatroban and support proceeded. The ECMO was successfully weaned off on day 3 and the impella on day 4. The hemolysis concerns had cleared and no further support or intervention was deemed necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.